Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the tip of the guidezilla got caught in the calcification. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A guidezilla¿ ii long guide extension catheter was selected for use. During procedure, guidezilla was advanced to the target lesion, however, it was noted that the tip part got caught in the calcification and the shaft got kinked. Guidezilla was pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.